Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321144103). The customer's isolate was submitted for investigation and the identification was confirmed to be staphylococcus aureus. Investigational testing included testing the isolate with vitek® 2 ast-gp67 test kit cards from the customer's lot (1321144103) and a random lot (1321211203) in duplicate, as well as agar dilution (ad) and cefoxitin disk diffusion as the reference methods for ox101n and oxsf01n formulations found on this card. Alere pbp2 was also performed. The oxsf all tested negative for all cards while the cefoxitin disc diffusion was susceptible at 24 mm. Pbp2 was also negative. The ox agar dilution mic = 0.25 mg/l. Ast-gp67 lot 1321144103 met final qc release criteria. The lot passed qc performance testing. The customer's false positive cefoxitin screen results were not reproduced internally. The cards are performing as expected.see h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321144103). Repeat analysis with the vitek® 2 ast-gp67 test kit obtained negative results. Initial vitek® 2: cefoxitin screen = positive (resistant). Repeat vitek® 2: cefoxitin screen = negative (susceptible). The customer stated that there was a delay of >24 hours in reporting the result, but there is no indication or report from the laboratory that the initial false positive result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.